Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral vein. The 60% stenosed target lesion was located in a branch of the mildly tortuous right pulmonary artery. A non bsc stiff guide catheter was placed and the 8.0x20mm express ld vascular stent system was introduced. "Low resistance" was noted while advancing the express through the inferior vena cava vein. Prior to reaching the lesion, the stent dislodged from the delivery device in the pulmonary trunk and could not be pulled back with the catheter. A snare was used to withdraw the stent to the external iliac vein. The patient was transferred to surgery to remove the stent and remains in the hospital. The original lesion was not treated. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral vein. The 60% stenosed target lesion was located in a branch of the mildly tortuous right pulmonary artery. A non bsc stiff guide catheter was placed and the 8.0x20mm express ld vascular stent system was introduced. "Low resistance" was noted while advancing the express through the inferior vena cava vein. Prior to reaching the lesion, the stent dislodged from the delivery device in the pulmonary trunk and could not be pulled back with the catheter. A snare was used to withdraw the stent to the external iliac vein. The patient was transferred to surgery to remove the stent and remains in the hospital. The original lesion was not treated. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method, result, conclusion: updated visual examination of the returned device revealed the stent delivery device (sds) was returned without the stent and there was no damage noted to the shaft of the sds. The balloon was not folded and wrapped fully around the shaft of the device. There were impressions of where the stent was originally crimped on to the balloon. Positive pressure was applied to the device and no leaks were noted. The balloon also deflated without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the device was used in the pulmonary artery; however, the dfu indicates that the device is indicated for use in the treatment of peripheral vascular lesions. (B)(4).